Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed one opening on the posterior side assessed as surgical damage. Pain-ndr : not applicable as the event is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. Wear abrasion observed on the device. Crease fold observed on the device. Brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Health professional reported a right side rupture, capsular contracture (baker grade iii) and pain. Pain is not related to the device. Healthcare professional later reported right side "exchange from textured to smooth implants due to the patient's concerns with the product", "rupture confirmed with a mammogram" and "capsular contracture baker grade IV." Device has been explanted and replaced.

Event description:
Health professional reported a right side rupture, capsular contracture (baker grade iii) and pain. Pain is not related to the device. Healthcare professional later reported right side "exchange from textured to smooth implants due to the patient's concerns with the product", "rupture confirmed with a mammogram" and "capsular contracture baker grade IV." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21dec2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Device has been explanted and replaced.